Event description:
It was reported that the guidewire became stuck. During an atrial fibrillation (a fib) a farawave was selected for use. The farawave catheter and guidewire were positioned in the left superior pulmonary vein (lspv), where four pulses were delivered in basket configuration. Next, the configuration switched to flower, delivering another four pulses. The procedure then moved to the left inferior pulmonary vein (lipv), performing four pulses in flower configuration followed by four in basket configuration. However, when attempting to return to the flower configuration, the wire failed to advance properly and became stuck in the catheter. The catheter was successfully removed and replaced with a new one. The procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire became stuck. During an atrial fibrillation (a fib) a farawave was selected for use. The farawave catheter and guidewire were positioned in the left superior pulmonary vein (lspv), where four pulses were delivered in basket configuration. Next, the configuration switched to flower, delivering another four pulses. The procedure then moved to the left inferior pulmonary vein (lipv), performing four pulses in flower configuration followed by four in basket configuration. However, when attempting to return to the flower configuration, the wire failed to advance properly and became stuck in the catheter. The catheter was successfully removed and replaced with a new one. The procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device was put on the x-ray to look for any possible cause for a guidewire stuck issue, but no anomalies were seen. The guidewire lumen was intact. Upon device return and inspection, it was noted that the catheter was returned with a guidewire still inserted. Some tissue was visibly stuck between the guidewire and the guidewire lumen at the tip of the spline cage, preventing the movement of the guidewire. Deployment of the device was functional. An attempt was made to remove the guidewire and attempt insertion of a known good guidewire. The most proximal end was cut as it had the most material present and then the distal end of the guide wire was pulled by hand to remove it. During the manual removal of the distal end the guidewire snapped off with the rest of the guidewire remaining in the guidewire lumen. It is likely that manipulation to remove the guidewire contributed to the guidewire itself breaking apart due to its damaged state as retrieved.